Event description:
It was reported that a pe074f5 swan-ganz bipolar pacing catheter was unable to pace during use. Pacing was attempted after catheter insertion, but it did not work. The customer replaced its cable and it still did not work. The issue was resolved by replacing the catheter. There were no patient complications reported. The product is expected to be returned for analysis but has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Our product evaluation lab received one pacing catheter with 1.3cc syringe. The customer report of pacing issue was unable to be confirmed. No visible damage or abnormality was observed from catheter body, balloon or windings. Continuity testing was performed on the distal and proximal circuits and there were no open, intermittent, or short conditions observed. The balloon inflated clear and concentric with 1.3 cc air and the balloon remained inflated for 5 minutes without leakage. A device history record review was completed and documented that the device met all specifications upon distribution. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. The complaint affected unit was returned for evaluation and no defect was found; therefore a product non-conformance or device failure could not be confirmed. The malfunction code could be associated to multiple root causes. Since a failure mode could not be confirmed, and with the information available further investigation could not be performed. Complaints incidence will continue to be monitored, and applicable actions will be taken as required. As part of the catheter manufacturing process, 100% of the units go through an electrical continuity inspection, and continuity test performed as per procedure. The complaint does not meet pra escalation triggers. No corrective action is required this time.